Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer booted to an error and therefore the hard drive was reimaged and the software reloaded. It was further noted that the common mode/wrist electrode tests were out of specification and therefore the link electronic module board was replaced and recalibrated, and that the upper handle cover was cracked, the left keyboard hinge was broken, both keyboard rail covers were cracked and the power cord bay door was separating. All were replaced and no other anomalies were found. (B)(4).

Event description:
It was reported that an error appeared on the programmer at boot up. The service disk was ran, but the error did not clear. The programmer has been returned for repair. There was no patient involvement.